Manufacturer narrative:
Product complaint #(B)(6). Date sent to the FDA: 11/2/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Gynecological procedure. What is the procedure date? (B)(6) 2021. What was used to complete the procedure? Another needle. Did the surgery was completed successfully? Yes. Did the patient suffer from any consequence due to the issue (pull off suture needle)? No. What is the lot number? Rabbcxwo. Is there any photo available to visual analysis? No. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke off from the thread while suturing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.